Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was restored and the system software was configured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start up. No pt injury was reported.